Event description:
It was reported that the ICD did not treat the ventricular fibrillation that occurred in the patient. The condition was terminated by external defibrillation. During this procedure, the defipatch was directly attached to the ICD. The ICD could not be interrogated afterwards. The right and left ventricular leads were measured during ICD explantation and showed no abnormalities. A new ICD was implanted and connected to the leads.

Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the production process of this ICD were reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. The visual inspection was able to confirm a discoloration of the housing edge. In general, such a discoloration is the result of the formation of titanium oxide on the housing surface, due to strong electrical fields, such as occur during a shock delivery. This is normal and to be expected and has no impact on the devices capability to provide therapy. In a next step, the ICD underwent an electrical check. Matching the clinical observation, it was found that the device could no longer be interrogated. This is why the housing of the ICD was opened and the inner structure was examined. The inspection of the electrical module was able to detect damage to the fuse that separates the battery from the electronic module and from other electrical components. The damage pattern indicates damage due to a high induced current and, thus, points to the mentioned external defibrillation as cause of the damages. Due to the damages, the ICD could no longer be interrogated. In general, the ICD is protected against high-voltage discharges during an external defibrillation. However, damage to the electronic module cannot be ruled out completely depending on the position of the external defibrillation leads or due to individual patient-dependent circumstances. Additional available information was checked. The clinical follow-up protocol submitted together with the complaint documents that the ICD functioned properly right before the external defibrillation. Several therapy deliveries are mentioned, which partially terminated the induced tachycardia. Following repeated external defibrillation, the device could then no longer be interrogated on (B)(6) 2020 at around 7:50 a.m. Based on this information, there are no indications of a device malfunction as cause of the clinical observation. It can be assumed that the multiple delivery of an external defibrillation led to the damage to the electronic module and thus to the ICD not being interrogable any longer. The analysis found no indications of a material defect or manufacturing error.